Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Pump received with missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that retainer ring was cracked. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.